Event description:
It was reported that during the implant procedure, three different leads were tested while out of the patient and the helix of each lead did not rotate out. It was noted that nurse was holding the leads very strong. Also, it was noted that the clinical representative then tried to screw out the helix on each lead. It was noted that the whole helix did not come out as it seemed to be very short and the helix did not reach the white ring around the tip. Therefore, the three leads were not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product evaluation summary: the lead segments was returned to the manufacturer and analyzed and no anomalies were found.